Manufacturer narrative:
H4: the lot was manufactured from june 5, 2019 - june 6, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak was identified. The reported condition was verified during initial inspection and due to the nature of the reported problem, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.